Event description:
It was reported that inappropriate therapy due to oversensing was observed. Dislodgement was confirmed. The lead was successfully repositioned. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.